Event description:
Approximately 1 month after treatment with bovine collagen the pt noted redness at the treatment sites. The physician has since seen the pt and has observed "hugh growths at the treatment sites, solid masses with no drainage noted". The physician has prescribed topical antibiotic cream, oral antibiotics and steroids along with administering intralesional steroids for the pt.